Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the right ventricular - rv lead was found to have insulation damage and externalized conductors causing arrhythmia. The rv lead was capped and replaced (B)(6)2022. The patient was in stable condition before, during, and after the procedure.